Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that the customer went outside in extreme temperatures (20 degrees); subsequently, a malfunction alarm occurred. Customer¿s blood glucose level was 189 mg/dl. Reportedly, customer did not have a form of backup therapy and declined customer technical support follow-up to ensure backup therapy was obtained.